Event description:
(B)(4). Positive nickel metal allergy was detected. Hair loss, chronic pelvic pain, chronic headaches, excessive sweating, blood clotting during menstrual periods, extreme mood swings, pelvic cramping, metallic taste in mouth, extreme fatigue, weakness, extreme joint pain, muscle pain in the lower back, low libido.